Event description:
A patient reports while wearing a pod for 2 hours the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The patient removed the pod from the insertion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The returned device was evaluated and the pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Inspection of the pod download data indicated that the device ran for 49 first prime pulses before deactivation. No timeouts or drive stalls were observed. No damages or deficiencies were observed during testing of the drive mechanism. The device was found to function as intended.